Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® dryseal flex introducer sheath (dsf) and gore® excluder® aaa endoprosthesis. A non-gore device (perclose) was used for hemostasis. During the procedure, a dissection from the right common iliac artery to the external iliac artery was observed. No specific treatment was performed, and the patient will be monitored. The patient tolerated the procedure. It was reported that non-gore device or dsf may have contributed to the dissection.

Manufacturer narrative:
H.6. Investigation findings code c20: the device was discarded at the treating facility and was therefore not available for analysis. H.6. Investigation findings code c19: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. H.6. Investigation conclusions code d12: it should be noted that, per the gore® dryseal flex introducer sheath instructions for use, complications associated with the use of the gore® dryseal flex introducer sheath that may occur and/or require intervention include, but are not limited to, dissection. Updated h.6. Investigation findings from c21 to c19 and c20 updated h.6. Investigation conclusions from d16 to d12 and d15.